Event description:
The user facility reported that an implanted impella 5.5 triggered a high purge pressure alarm during patient support. It was noted that the purge pressure had reached 1068 mmhg at the time of the red alarm. Thhe next day, lysis protocol was applied in response to the alarm resulting in an increase in purge flow and decrease in purge pressure. Support was continued uninterrupted.

Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
The investigation of high purge pressure has been completed. The impella 5.5 returned for evaluation. Upon visual inspection, minimal biomaterial present around part of outflow cage. Pump was connected to console and purged for approximately 10 minutes with no high purge pressure alarms triggering; pump was then run at p-9 and no alarms were triggered. Some biomaterial was kicked off the pump when the pump was turned on. Data logs were reviewed and the purge pressure rise was observed to be approximately 1 hour over two real time data logs. No motor current spikes were present at start of purge pressure rise. Clinical details noted that purge pressure high alarms were triggered. Tissue plasminogen activator (tpa) was added to purge and alarms were able to resolve. The cause of the high purge pressure was most likely due to biomaterial buildup based on returned data log analysis of long purge pressure rise and clinical details noting that tpa resolved the issue.